Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 0003673. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Tracking information for a sample was provided and indicates a sample was delivered to the manufacturing pant, however the sample was not able to be located on site and it is concluded the package was lost at the plant. Unfortunately, due to this rare occurrence, an investigation was completed without a sample. As a sample was not received by the quality team, a sample analysis could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the sample could not be located. Root cause description: the cause of the scale marking issue could have resulted from low ink in the machine during the syringe assembly printing process and went undetected. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the scale markings were missing from the bd luer-lok¿ syringe before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we continue to receive more that are defective." "From attachment email: it was reported that the scale markings are missing from syringes."